Manufacturer narrative:
Analysis found that the customer's complaint could not be duplicated. The unit came in with two worn wave washers, two torn fuse labels, and two missing spare fuses. Disassembled, cleaned, replaced washers, fuses, and fuse labels, reassembled and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient interface was not working. There was no known patient impact reported.